Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small air bubble in the luer lock. Reportedly, the contact was unable to prime out the bubble. The customer's blood glucose level was 233 mg/dl. Tandem's technical support guided the contact to prime out the air bubble and the contact would complete the load process.